Event description:
It has been reported to philips that the tempus pro - ultrasound probe images do not update in a timely manner on the screen (new frames appear every second or two). No patient involvement.